Event description:
Software update; this is for medtronic diabetes guardian connect constance glucose monitor. (B)(6) automatically updated my phone to version (B)(4). Medtronic uses version (B)(4) until medtronic updates to software version (B)(4). There is no way to roll back to version (B)(4). Android phones will not roll back to version (B)(4). Medtronic needs to update their software faster. Have been without a constance glucose monitor since (B)(6) 2021. FDA safety report ID # (B)(4).